Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the insulin pump warned the customer to call 911. It was reported that the insulin pump gave false low blood glucose alerts, for example, when the customer's blood glucose value was 120 mg/dl. No further information was provided.